Event description:
It was reported to philips that the ippc of the biplane allura device was not starting up as expected. No harm was reported. A philips engineer visited site and replaced the hard disks in the ippc. The software was reloaded and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the device was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that there was malfunction with the start-up of the lateral ip-pc. Fse analyse the system and found that the issue with the hard disks in the ip-pc. Fse replaced the bios battery in the image pc, software is reloaded on the front image pc, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.